Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the battery compartment was cracked. The leak test failed due to a battery compartment leak. The pump was opened and moisture damage was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.